Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic with a non-sustained r-wave oversensing alert. Upon review, the implantable carioverter defibrillator exhibited intermittent post-paced t-wave oversensing. Programming changes were implemented. The patient was in stable condition.